Event description:
This report is being filed after the subsequent review of the following literature article, borg, t., larsson, s. And lindsjo, u. (2004). Percutaneous plating of distal tibial fracture. Preliminary results in 21 patients. Injury, int. J. Care injured, 35, 608-614. The authors reported the surgical technique and outcome after closed reduction and percutaneous plating in 21 closed extra articular distal tibial fractures using ao-synthes titanium limited contact dynamic compression plate (lc-dcp) system. From july 1998 to june 2000, 21 patients (four women and 17 men) aged 15-80 years were treated and independently observed on average 14 months (median 14, range 5-25 months) afterwards. Follow-up evaluation included clinical and radiographic assessment. At five months follow-up, a 48 year old male patient demonstrated a fracture that was radiographically healed and no major clinical problems. Shortly thereafter, he went abroad and died before further follow-up. Results of the study included: case 1 a 33 year old male experienced delayed healing; union was achieved at six months. Case 2 a 59 year old female experienced tenderness related to the plate and stress induced pain at the plate ends during activity. Plate removal was planned. Case 3 a 19 year old male experienced tenderness related to the plate. Plate removal was planned. Case 4 a 27 year old female experienced stress induced pain at the plate ends during activity. Plate was removed. Case 7 a 43 year old male experienced tenderness related to the plate. Case 8 a 32 year old male experienced tenderness related to the plate and stress induced pain at the plate ends during activity. Plate removal was planned. Case 9 a 73 year old male who experienced tenderness related to the plate. Case 10 a 52 year old type I diabetic male developed a deep infection, tenderness related to the plate and nonunion. At 28 months, the fracture had not healed. Case 13 a 55 year old female experienced tenderness over the plate and stress induced pain at the plate ends during activity. Plate removal was planned. Case 14 a 33 year old male experienced delayed healing and underwent bone transplant and hardware removal. Case 15 an 80 year old insulin dependent type ii diabetic male experienced tenderness related to the plate, nonunion and deep infection treated with long-term antibiotics. At plate removal 25 months after the initial operation, the fracture was healed. Case 18 a 49 year old male experienced tenderness related to the plate. Case 19 a 16 year old male experienced tenderness related to the plate. In addition, two patients were reoperated on due to malreduction; one patient had a superficial infection one moth after surgery which was successfully treated with oral antibiotics; eleven patients had not returned to their preinjury sporting or leisure activities and one patient with reduced sensibility on the medial dorsum of the foot. This is report 4 of 14 for (B)(4). This report is for an unknown limited contact dynamic compression plate and refers to the serious injury of case 4, a 27 year old female who experienced stress induced pain at the plate ends during activity. Plate was removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Borg, t., larsson, s. And lindsjo, u. (2004). Percutaneous plating of distal tibial fracture. Preliminary results in 21 patients. Injury, int. J. Care injured, 35, 608-614. This report is for an unknown limited contact dynamic compression plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.